Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture keypad traces. No unexpected button sticking during testing. No unexpected low battery alarm noted. The insulin pump was monitored for several days and no blank display noted. The insulin pump has normal operating currents. No damage was found on the lcd isolation tape noted. No moisture damage was found on the electronics, motor, battery tube and vibrator noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump are sticking and not responding. The customer stated that the insulin pump got wet when he was working on plumbing at home. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.